Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were fully functional upon receipt. There was no product malfunction. There is no indication that the treatments during asystole caused or contributed to the patient death. Device MFR date (s): monitor sn (B)(4) - (B)(4) 2014, electrode belt sn (B)(4) - (B)(4) 2012.

Event description:
A zoll distributor reported that a (B)(6) male patient passed away on (B)(6) 2014 at approx 10:10 am. The lifevest delivered a 154j treatment at 09:55:09 on (B)(6) 2014 during a period of asystole. The post-shock rhythm was asystole. CPR artifact contributed to the false detection. The patient's nurse was present during the event. The device was shutdown at 10:12:43 on (B)(6) 2014. There is no indication that the treatment during asystole caused or contributed to the patient death.